Event description:
It was reported that the vns patient was using electrical tape to cover her generator incision site and subsequently developed cellulitis in that location. The patient went to the ER for treatment and was reported to be doing fine. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient was given antibiotics for treatment.